Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 809008 , 719811) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, multiple allergies ("allergies nos / allergic reaction"), migraine ("migraines"), fatigue ("chronic fatigue /chronic fatigue"), vitamin d deficiency ("vitamin d deficiency") and intentional device use issue ("two essure on right") and was found to have weight increased ("weight gain /weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, multiple allergies, migraine, fatigue, vitamin d deficiency and intentional device use issue outcome was unknown. The reporter considered device dislocation, fatigue, intentional device use issue, migraine, multiple allergies, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2010. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporters information were added. Lot no. Were added. Event:two essure on right were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 719811-not valid,809008) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, multiple allergies ("allergies nos / allergic reaction"), migraine ("migraines"), fatigue ("chronic fatigue /chronic fatigue"), vitamin d deficiency ("vitamin d deficiency") and intentional device use issue ("two essure on right") and was found to have weight increased ("weight gain /weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, multiple allergies, migraine, fatigue, vitamin d deficiency and intentional device use issue outcome was unknown. The reporter considered device dislocation, fatigue, intentional device use issue, migraine, multiple allergies, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in essure insertion date (B)(6) 2010. Lot number 719811 is not valid. Lot number 809008 man date : 2010-12, exp date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: update of information (batch is not valid). On 23-sep-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, multiple allergies ("allergies nos / allergic reaction"), migraine ("migraines"), fatigue ("chronic fatigue /chronic fatigue") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain /weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, multiple allergies, migraine, fatigue and vitamin d deficiency outcome was unknown. The reporter considered device dislocation, fatigue, migraine, multiple allergies, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " vitamin d deficiency" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain /weight gain"), multiple allergies ("allergies nos / allergic reaction"), migraine ("migraines") and fatigue ("chronic fatigue /chronic fatigue"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, multiple allergies, migraine and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, migraine, multiple allergies and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-oct-2017: event "migration", reporter lawyer added, product start date updated from summon received. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain, amongst non-serious events. Approximately five years after insertion, she underwent removal of implants. Pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the positive temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), weight increased ("weight gain"), hypersensitivity ("allergies nos"), migraine ("migraines") and fatigue ("chronic fatigue"). The patient was treated with surgery (to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, weight increased, hypersensitivity, migraine and fatigue outcome was unknown. The reporter considered pelvic pain, weight increased, hypersensitivity, migraine and fatigue to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic pain, amongst non-serious events. Approximately five years after insertion, she underwent removal of implants. Pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the positive temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.